Event description:
It was reported that the pump had a broken ear clip. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed that the top case was cracked by the left and right front bottom corners and the ear clip was broken. There is nothing in the event history log pertaining broken flange. The reported problem found during visual inspection. The root cause of the issue was a result of the customer's physical damage to the device. Replaced the ear clip (flange) and performed power up test and device operate normally. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).